Event description:
Upon insertion of apex hole eliminator, the doctor screwed the hole eliminator completely through the cup. Doctor indicated that the stopping mechanism on the hole eliminator failed. The piece was left in the patient.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Additionally, research using the (B) (4) system shows many other devices from the reported lot as delivered and can be reasonably concluded as implanted without issue as no further reports of any kind have been received. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.